Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient developed a post-op bile leak. Under x-ray, it was observed the clips appear to be scissor formed and no longer on the cystic duct. It is unknown how the post-op leak was corrected. There were no issues noted during the original procedure that was performed on (B)(6) 2013. The patient is doing well at this time. It is unknown if a cholangiogram catheter was used during the initial procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? ¿ minimal. Torque, slight twist for visualization¿..does not blunt dissect with device.¿ was the device used for a cholangiogram? Yes. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes, clips fell off post op. How many clips were fired on the patient side and specimen side? ¿2-3 patient, 1 specimen.¿ how many hours or days post op was the patient returned to the o.r.? Do not know. Can the surgeon describe the shape of the clips? Distal ends were scissored. What was done to repair the leak? Do not know. Was this an emergency or planned cholecystectomy? Do not know. Was this a typical case? Yes. Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Not sure. Is the patient expected to have a full recovery? Yes. Patient¿s sex, age, and weight? Do not know. How long has this surgeon been using this device? ¿ 15 to 20 years, issues this year only.¿

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the o.r.? Can the surgeon describe the shape of the clips? What was done to repair the leak? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Is the patient expected to have a full recovery? Patient¿s sex, age, and weight? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review? Based on the photographic x-ray provided of the subject er320 clips, cannot confirm the event description. The shape of the subject clips in my opinion meet what would be consider acceptable and in my opinion the device functioned properly. Based on the photographic x-ray I cannot determine what may have caused the post operative complication experienced.